Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black dust was found in 100 unopened syringe 10ml ls 21x1-1/2 dn (B)(6) bp barrels. The following information was provided by the initial reporter, "black colored dust particles found inside the unopened syringe barrel."

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿black colored dust particles found inside the unopened syringe barrel¿ with lot numbers 9278596 regarding item # 303083 the complaint could not be confirmed, and the root cause is undetermined. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9278596. No samples or photographs were received from the customer. Bawal has retention samples and the retention samples of 9278596 of emerald 10ml were used to simulate the reported defect and investigate the complaint. The investigating team reviewed the DHR to check for any breakdown on machine that could cause dust particle during assembling of syringe parts, no such issue found in the documented history record. The investigating team also reviewed the process of 100% inspecting verification that is performed after every preventive maintenance for segregating the defective products that can be generated post pm and no issue found. The defect is not confirmed as there is no sample or photograph available. Since samples are not available thus the root cause could not be identified. H3 other text : see h.10

Event description:
It was reported that black dust was found in 100 unopened syringe 10ml ls 21x1-1/2 dn india bp barrels. The following information was provided by the initial reporter: "black colored dust particles found inside the unopened syringe barrel."